Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches or damage on the display, rainbow effect and hard to read. Customer also stated that insulin shoot or squirt insulin out of the infusion set when priming it, buttons did not always respond when they first press them sometimes, they stuck down. No harm requiring medical intervention was reported. The customer stated that one time insulin pump was rejecting reservoir cartridge kept failing, rejected new batteries. Customer stated that they hearing any unusual noises different from the normal rewind noises, insulin pump rewinding slower than it had in the past. Insulin pump received insulin pump received unexplained and random no delivery alarms 2 or 3 times, changed infusion set and error stopped. The device will not be returned for analysis.